Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, a few hours after the deployment of the proglide suture, it appeared that hemostasis was not complete. The patient was taken to surgery to surgically achieve hemostasis. During the arteriotomy closure, a 6fr sheath was used to deploy the proglide suture after the index procedure. No reported clinically significant delay in the index procedure was reported. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. Although a definitive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a quality deficiency associated with the product.